Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing on the right atrial (ra) channel at implant time. The right atrial automatic threshold (raat) test was not performed due to the observed oversensing. Subsequently, the device sensitivity parameters were reprogrammed. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.